Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. Caller stated that she does not know if the customer was wearing the insulin pump at the time of death. Caller stated that the customer had high blood glucose of 1500 mg/d. Caller stated that when the paramedics arrived at the scene, customer had already been passed out for 24 hours. Nothing further was reported.